Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic myomectomy, the device electrode was bent and did not coagulate well. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.